Event description:
Diagnosed with corneal ulcer and infection. Had been using amo complete moisture plus as sole solution for contact cleaning and storage. Antibiotic drops were given and used for 7 days. Infection has cleared and corneal nerves regenerating. Slight corneal scarring as a result. Dates of use: approx 3 months. Diagnosis: cleansing and storage of contact lenses.